Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at midnight on (B)(6) 2017. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿269, 273, 215 and 224 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). In response to the elevated results, the patient claimed he immediately took an adjusted dose of insulin (amount not reported). 1-2 hours later, the patient claimed his ¿sugar went low¿ and he experienced symptoms of ¿vision problems and sweating.¿ the patient claimed he consumed a cookie and drank fruit juice as self-treatment for the symptoms. The patient denied using any other device to test his blood glucose. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr confirmed the test strips had been stored correctly and were not expired or opened past their discard date. The csr noted the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an adjusted dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.